Manufacturer narrative:
(B)(4). The customer reported that the nurse did not hear the alarm at the bedside or receive any visual blinking lights. The hospital's house supervisor looked at the monitor to verify alarms were on. Based on the available information, the patient was administered emergent care (bagging). If the alleged malfunction recurs, it may cause a serious injury or death. The customer is alleging that a patient's desat was far below the lower set limits and the monitor failed to alarm. Philips has received neither information regarding the duration of the low spo2 valve nor the configuration for alarm delay or averaging; the available information does not support that this was a malfunction. Once the required data is available, a full investigation will be conducted and a corrective action will be formulated if necessary. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the nurse did not hear the alarm at the bedside or receive any visual blinking lights.